Event description:
Coronary angiography was conducted and thrombus was observed in the implanted cypher. To treat the thrombus, aspiration and balloon angioplasty was administered. Then, a 2.5 x 23mm cypher was implanted 1st cypher.